Event description:
It was reported that there was lead failure. Follow-up did yield any additional relevant information. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) proximal conductor fractured, defib conductor distorted, outer tubing kinked/buckled, outer tubing overlay melted, outer insulation breached cut and white substance noted, and blood noted on outer tubing overlay and helix mechanism; full lead in segments returned and analyzed.